Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. No device issues are indicated based on available information. The complaint device was not returned to bsc, therefore product analysis could not be performed. This lead was not implanted following the IFU instructions for securing the lead, and this is likely the cause of the allegations. The "cause traced to intentional off-label, unapproved or contraindicated use" conclusion code was selected based on the field report of the device being used incorrectly.

Event description:
It was reported that this right atrial (ra) lead was explanted along with the right ventricular (rv) lead. The patient had an ablation procedure. During the ablation they saw that the atrial lead was not in place. The next day, the physician went in to fix that lead and noticed that the implanting position cut off the suture sleeves and did not suture them down. Both ra and rv leads were replaced with new leads that were sutured down as appropriate. No additional adverse patient effects were reported.